Event description:
During an anonymous customer experience survey, it was reported that the customer was on peritoneal dialysis (pd) experienced a serious infection and had problems with their access/catheter. The patient continued pd therapy but subsequently (date unknown) the patient¿s pd catheter (not a fresenius product) malfunctioned. As a result, the patient was transitioned to hemodialysis for renal replacement needs. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient had peritonitis 08-03-2021 while previously on pd therapy with unknown fresenius cycler/cassette. The pd culture results were not available. The pdrn stated the peritonitis was not related to any issues with fresenius products. The pdrn stated the peritonitis was caused by patient breach in aseptic technique during the pd exchange. The pdrn stated patient was treated with unknown antibiotics and recovered. The patient¿s pd therapy continued. The pdrn confirmed the patient did not have any adverse effects from use of fresenius products. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cycler/cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the fresenius cycler/cassette was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the patient¿s peritonitis was most likely due to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Based in the complaint description and information provided the reported peritonitis was attributed to touch contamination due to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, was review the user guide p/n 480145 and states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. No DHR review was not performed since the patient number is unknown and could not be performed a product delivery shipping search for the possible involved lots.

Event description:
During an anonymous customer experience survey, it was reported that the customer was on peritoneal dialysis (pd) experienced a serious infection and had problems with their access/catheter. The patient continued pd therapy but subsequently (date unknown) the patient¿s pd catheter (not a fresenius product) malfunctioned. As a result, the patient was transitioned to hemodialysis for renal replacement needs. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient had peritonitis (B)(6) 2021 while previously on pd therapy with unknown fresenius cycler/cassette. The pd culture results were not available. The pdrn stated the peritonitis was not related to any issues with fresenius products. The pdrn stated the peritonitis was caused by patient breach in aseptic technique during the pd exchange. The pdrn stated patient was treated with unknown antibiotics and recovered. The patient¿s pd therapy continued. The pdrn confirmed the patient did not have any adverse effects from use of fresenius products. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
During an anonymous customer experience survey, it was reported that the customer was on peritoneal dialysis (pd) experienced a serious infection and had problems with their access/catheter. The patient continued pd therapy but subsequently (date unknown) the patient¿s pd catheter (not a fresenius product) malfunctioned. As a result, the patient was transitioned to hemodialysis for renal replacement needs. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient had peritonitis (B)(6) 2021 while previously on pd therapy with unknown fresenius cycler/cassette. The pd culture results were not available. The pdrn stated the peritonitis was not related to any issues with fresenius products. The pdrn stated the peritonitis was caused by patient breach in aseptic technique during the pd exchange. The pdrn stated patient was treated with unknown antibiotics and recovered. The patient¿s pd therapy continued. The pdrn confirmed the patient did not have any adverse effects from use of fresenius products. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Corrections: h6 plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Based in the complaint description and information provided the reported peritonitis was attributed to touch contamination due to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, was review the user guide p/n 480145 and states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. No DHR review was not performed since the patient number is unknown and could not be performed a product delivery shipping search for the possible involved lots.